Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leg bag extension tubing came apart at the clear connector and they slipped away from the joint that connect them to the connector. It was stated that the incident happened again on (B)(6) 2022. It was noted that the lot number #ngct2639 expiry date had exceeded.

Event description:
It was reported that the leg bag extension tubing came apart at the clear connector and they slipped away from the joint that connect them to the connector. It was stated that the incident happened again on 04may2022. It was noted that the lot number # ngct2639 expiry date had exceeded.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿no load the current lot and leave the previous one". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.